Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was charging too often, every 4-5 days. Patient reported they used to charge 1.5 weeks. Patient has not recently been reprogrammed nor have their parameters been increased. Patient was on adaptive stimulation. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was unknown. Actions/interventions taken to resolve the issue was reeducation for charging. The issue was resolved. Patient's weight was unknown. The provided information was not confirmed with the hcp. No further complications were reported/anticipated.